Event description:
It was reported that the right monitor on the 9800 system gets darker the longer the system is operating. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an investigation. A replacement monitor has been ordered. As soon as the monitor is replaced it is believed that the reported issue will be addressed. If additional problems are identified they will be reported as required.